Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) was as high as 567 mg/dl with moderate ketones and insulin injections were used to address the bg level. The customer changed the pump supplies and infusion set site multiple times and the alarm had reoccurred. A tandem clinical diabetes specialist reached out to the customer to offer assistance with the occlusions.